Event description:
A user facility reports that during intraocular lens (iol) implant surgery, it was noted that a haptic had broken. The lens was removed successfully. The extra lens that was available for implantation was also noted to be damaged, so the pt will have to have an additional surgical procedure to implant an iol. Additional info has been requested.

Manufacturer narrative:
The complaint device was returned stuck in a cartridge. Both haptics appeared to be intact and not broken. No damage observed to the cartridge. Observations indicate the cartridge was placed in the handpiece. In addition, as indicated in the product insert, the lens model associated with this complaint is not an approved model for use with the returned cartridge. Product history records could not be reviewed because the facility did not provide a product lot number for the reported complaint. Additional info requested by fax and mail on 07/18/2008; 08/08/2008; 09/10/2008 and by phone on 09/24/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 10/10/2008.